Manufacturer narrative:
Additional information received on 02/01/2017. A blower malfunction may result in no airflow during operation, which can cause vent inop and hypoventilation/lack of volume delivery during normal ventilation use. The manufacturer's field service engineer (fse) confirmed the reported issue with the customer. The date of event was (B)(6) 2017. The manufacturer's field service engineer returned the software to the previous software revision 2.10 at the request of the customer. The device successfully passed performance specification testing.

Manufacturer narrative:
Patient information has been requested. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device alarmed vent inop due to a blower speed reference failure. There was no patient harm.